Event description:
The reporter did meter to lab comparison tests, within 10 minutes of each other. Reporters meter test was capillary, with a reading of 300mg/dl. The venous lab test result (two hours later) was 188mg/dl. Reporter did not have any symptoms. On followup, the reporter described an accurate technique of applying blood. Reporter verifies the confirmation dot when testing, and cleans the meter on a regular basis. No harm was alleged.